Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows a detached suture capture. No manufacturing abnormalities. The suture capture was not returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The complaint history review found further instances of the reported event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during meniscus repair procedure, upper jaw of the firstpass mini straight fell off in the joint. The broken piece did not remain in the patient. The procedure completed with back up device. No delay, no patient injury was reported.